Event description:
Three grafts were anastomosed with aortic connectors (diagonal artery, om, pda.) Approximately six weeks postoperatively, angiogram revealed the grafts to the diagonal artery and om were stenosed. The stenosed areas were approximately 2-3 cm distal to the connectors and no kinking was observed. Stents were placed in the middle of both grafts. In 2002, angiogram revealed the graft to the pda was stenosed near the connector due to a kink in the vein and the om graft was occluded. The grafts were stented and all three connectors remain implanted.